Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that during the first firing of the tlh30 on the stomach, the staples didn't form. The surgeon oversewed by hand to complete the case. This happened four weeks ago and the instrument was discarded by the hosp.